Manufacturer narrative:
The customer reported that the central nurse's station (cns) had communication loss on two bedside monitors and is not able to add data to admit the patient. The customer will provide the event logs to nihon kohden for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) had communication loss on two bedside monitors and is not able to add data to admit the patient.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the central nurse's station (cns) had communication loss on two bedside monitors and is not able to add data to admit the patient. The customer will provide the event logs to nihon kohden for evaluation. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.